Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump not delivering insulin. The customer¿s blood glucose level 19.7 mmol/l at the time of the incident. Customer was treated with manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, selftest and occlusion test. Unit was monitored and functioning properly. Device was programmed with multiple bolus deliveries and monitored with a water filled reservoir. All bolus delivered completely with their indicated amounts with water exiting the infusion set and all boluses were properly recorded in the bolus history screen. No bolus wizard anomaly noted.